Event description:
It was reported that during a repair evaluation for a prior repair call by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a leak that was noticed on the drive manifold. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During repairs a leak was noticed on the drive manifold. Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10.

Event description:
N/a.